Event description:
Follow-up information was received on 18-jul-2024: the redness was improved but not resolved at the time of this report. Due to the provided information, the outcome of the event possible vascular issue was considered as resolving (changed from unknown). The outcome of the event blistering remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible vascular issue (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse, into the nasolabial folds, two weeks prior to the time of this report, in june 2024. In june 2024, after the radiesse injection, the patient experienced possible vascular issue and blistering in the area. The outcome of the events was unknown. Follow-up information was received on 03-jul-2024: the patient was injected with radiesse, on 10-jun-2024. Radiesse was diluted with 0.3 ml of lidocaine. In june 2024, reported as approximately 2 weeks after the radiesse injection, the patient experienced only redness and no other symptoms. The patient had a redness on the superior aspect of the right nasolabial fold and it was continuing up about an inch past the nostril diagonally. As reported, the fact that there was only redness and not more symptoms, suggested it was not the typical/textbook vascular occlusion case, however, vascular issues took different forms and there was a possibility to be a vascular issue with blistering in the area. A suspected vascular issue (intravascular injection of radiesse) was reported, but the reporter was not able to give a diagnosis, and therefore only relayed what was discussed. The outcome of the event remained unchanged.